Event description:
Indication: other immunodeficiencies with predominantly antibody defects. Spontaneous inbound call, pt stating freedom pump needs replacing. Spring broke at end of infusion. Pharmacist advised we can send return box and new pump. No other info obtained. Unk if any adverse event occurred or if pt was able to finish treatment. Reported to (B)(6).